Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the electrodes being connected to the patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that their device would not detect the electrodes being connected to the patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The issue was resolved by the customer. The customer stated that the cause of the issue was the therapy cable, and they replaced the therapy cable to resolve the issue. The device and therapy cable were not returned to stryker for further evaluation.

Manufacturer narrative:
The quick combo therapy cable and used electrode set were returned to stryker for evaluation. The issue could not be duplicated or verified. The lot number/date indicated that the therapy cable is more than 8 years old. The lp15 operating instructions recommends replacement of therapy cables every three years to reduce the possibility of failure. A root cause of the reported issue could not be determined. The items were archived by stryker. H3 other text : device not returned but the accessories were returned.

Event description:
A customer contacted stryker to report that their device would not detect the electrodes being connected to the patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.